Manufacturer narrative:
Batch review performed on 27-dec-2019. Lot 132636: (B)(4) items manufactured and released on 04-sep-2013. Expiration date: 31.07.2018. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a peri-prosthetic fracture of the femur 6 years after primary. The surgeon revised the stem and head with another company's product and cabled the fracture. The surgery was completed successfully.